Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, device interrogation revealed atrial lead dislodgement. X-ray verified the dislodgement of the lead. The lead was repositioned without any complication. The patient was stable.